Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due to mixed urinary incontinence and intrinsic sphincter deficiency. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and bleeding. It was also reported that the patient underwent lysis of extensive pelvic adhesions on (B)(6) 2007 due to chronic pelvic/abdominal pain, bleeding, mass noted on CT scan, pelvic adhesive disease. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to the FDA: 10/08/2015. (B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that the patient underwent an incision and drainage of left labia majora abscess with placement of word catheter on (B)(6) 2009, due to recurrent vulvar abscess. No additional information was provided.